Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that the erbe was unable to fire bipolar energy. A question mark appeared on the erbe generator at the associated bipolar energy port. The customer tried both the upper and lower bipolar ports, a second instrument cable was used, with no success. An intuitive surgical, inc. (Isi) technical support engineer (tse) suggested moving the bipolar instrument to another universal surgical manipulator (usm), as well as trying another bipolar instrument. The customer stated that the bipolar instrument cables were brand new. The customer continued the procedure without bipolar energy. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse visited the site but found no issue. Fse replaced the vio integrated electrosurgical generator unit (iesu) for customer's satisfaction. The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was not able to confirm the reported complaint via system logs. Upon visual inspection there was no issue found that would be related to the reported event. The iesu was tested using a well-known system and the unit energized and cauterized all ports and instruments without an issue. The probable root cause in this case cannot be able to determine as the issue was not replicated and confirmed in the failure analysis.